Event description:
It was reported that (2) devices used during an unknown procedure. It was reported by the affiliate that both tct75 instruments did not want to fire. Another instrument was used to complete the case. There was no consequence to the pt.